Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records on 06/01/2018. Medical records reviewed for MDR reportability. Left attune knee revised to address pain, varus type knee deformity with medial tibial plateau collapse, resulting from aseptic tibial base plate loosening. Revising surgeon indicated upon opening the knee, the presence of a large bloody effusion. The tibial base plate was identified as loose upon placement of retractors, and appeared to be completely debonded from the cement mantle. Surgeon noted that no cement was adhered to the base plate. Cement mantle was well-fixed, requiring tedious removal. Surgeon identified a significant medial tibial plateau defect from tibial component collapse. Femur was well-fixed. Femur, tibial base plate, and tibial insert were revised to competitor revision products. The attune patella component was not revised. Depuy bone cement was used during primary. Doi: (B)(6) 2016; dor: (B)(6) 2017; (left knee).

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: no non-conformances on this batch. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 1 additional report related to implant loosening. Total for lot number: 1 (pc-(B)(4) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.